Manufacturer narrative:
Omit : c20 - no findings available, d15 - cause not established. Additional information: imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported complaint of a failed preventive maintenance was not confirmed through the facility report to bd and the provided logs. No devices were returned for inspection. No laboratory testing was able to be performed on the reported devices as they were not returned for investigation, however, the customer provides the results of the preventive maintenance performed in the suspect devices. The suspect pump modules failed the rate accuracy test, but the error percentage and prior calibration test data were unavailable, making it impossible to confirm whether the devices were out of calibration or defective. Device logs were provided for analysis; however, the information in the logs did not determine the root cause of the complaint. The alaris technical service manual states: ¿bd does not recommend the use of automatic testers to check rate accuracy. Generally, these devices collect small samples, and the test results may incorrectly indicate a rate accuracy failure. Use of the following bd alaris¿ products is recommended: 8100-rcs (rate cal set), to perform rate verification and/or calibration. 8100-pcs (pressure cal set), to perform pressure calibration. These requirements and guidelines are intended to complement the intent of the joint commission on accreditation of healthcare organizations (jcaho) requirements¿. There was no patient involvement. Root cause: the root causes of the reported failures in preventive maintenance, rate accuracy, and infused volume rate could not be confirmed through the log review. As the customer did not return the devices for investigation, it was not possible to evaluate them to verify the reported issues.

Event description:
It was reported by the customer "new 510k bd alaris lvp module has reported failure of preventative maintenance. Customer was performing preventative maintenance on the lvp module which failed the rate accuracy test on 2/11/25. These devices were newly installed back in november of 2024 as part of their refresh/remediation project. There was no patients involved in this complaint. Customer has sequestered the device and will ship it for inspection. Additionally multiple brand new refresh alaris lvp modules failing preventative maintenance inspections with the infused volume rate. The customer has indicated that 4 lvp modules have all experienced the same issue. Customer is willing to ship one of the four impacted modules for inspection. Customer would like a follow up response to identify what might be the root cause as they have seen this issue with other modules. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported by the customer "new 510k bd alaris lvp module has reported failure of preventative maintenance. Customer was performing preventative maintenance on the lvp module which failed the rate accuracy test on (B)(6) 2025. These devices were newly installed back in (B)(6) 2024 as part of their refresh/remediation project. There was no patients involved in this complaint. Customer has sequestered the device and will ship it for inspection. Additionally multiple brand new refresh alaris lvp modules failing preventative maintenance inspections with the infused volume rate. The customer has indicated that 4 lvp modules have all experienced the same issue. Customer is willing to ship one of the four impacted modules for inspection. Customer would like a follow up response to identify what might be the root cause as they have seen this issue with other modules. There was no patient involvement.